Event description:
Dist was served with a summons that stated, "...undergoing a right uretheroscopy electrohydraulic lithotripsy and right uretal stent placement, the 3.0 distal probe of the calcutript lithotriptor ruptured, causing probe to become fragmented from the calcutript lithotriptor, thereby being caused to become lodged within the plaintiff's body..."